Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged discrepant results for one patient sample when using the cobas® sars-cov-2 & influenza a/b test kit for use on the cobas® liat® system. The customer reported that the initial test on cobas® liat® generated a sars-cov-2 positive result. The sample was retested by the local cdc using qpcr with who primer and probe and was sars-cov-2 negative. A new sample was collected and tested with the cobas® sars-cov-2 & influenza a/b test kit for use on the cobas® liat® system and was negative. No apparent harm or injury occurred in relation to the event. The results were reported. An investigation is ongoing and conclusions are not yet available.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Manufacturer narrative:
Data review for sn (B)(6), lot 10419y confirmed that run #467 detected sars-cov-2 CT-31.8 a review of the curves for run #467, observed true amplification. No signs of erroneous result. No conformance related to the customer allegation was identified. As stated in the complaint per the customer, it is believed that the root cause is due to the contamination of the initial sample collection as confirmation testing with other platform was negative. (B)(4).